Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-dec-2019. It was reported that balloon leak occurred. The target lesion was located in the subglottic area. A 3.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was inflated to 10 atmospheres, some liquid came out around the balloon under endoscopy. The device was removed and balloon leakage was noted. The procedure was completed with another mustang balloon catheter. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.